Manufacturer narrative:
(B)(4). The customer advised physio the device is passing the daily functional test and was returned to service following the reported event. The device and electrodes used during the reported event have not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not deliver a shock during a cardiac arrest call. The customer advised that the defibrillation electrodes would not remain fixed on the patient due to diaphoresis. The customer switched defibrillation electrodes on the patient multiple times. Three shocks were attempted and only one shock was successfully delivered. The patient, a (B)(6) year-old male, did not survive the event. The customer, a health care professional, advised that the device did not contribute to the patient outcome.